Event description:
We reported an unanticipated problem within 24 hours of its onset. At that time, the true nature of the problem was not recognized. The patient has healed without complication and after three weeks, he developed discomfort and an epithelial lesion that had some of the morphological characteristics of (B)(6). However, it soon became apparent that this was not an infectious process but rather an epithelial erosion that healed uneventfully without any adverse effect to the visual function of this eye. Recurrent erosions are related to epithelial healing and are seen after any procedure where the epithelium is removed. There is no direct relationship of the cross linking to the epithelial erosion that we reported. Diagnosis for use: corneal ectasia s/p lasik.